Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing and noise. Intervention was not reported. There were no patient consequences.